Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as fold flaw opening and missing shell assessed as inconclusive. Additional observations: stress marks observed. Creases were observed. Wear abrasion observed. Red particles on the surface of the shell. No further actions are required as the device was implanted. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ''right side: ruptured silicone implant.'' Device has been explanted.